Event description:
According to the reporter, during the cholecystectomy due to gallstones with cholecystitis, the absorbable ligature clip became loose and detached which led to massive hemorrhagic shock. Central venous catheterization was performed. The medical staff carried out unplanned reoperation for hemostasis, performed emergency blood matching, transfused 4 units of suspended red blood cells, and rapidly infused large amounts of fluids to maintain blood pressure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.